Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned for repair where the the suggested event ¿loose of instrument channel port¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, olympus repair confirmed that there is no deformation or trace of hitting on the instrument channel port. As a result of disassembling of the scope, repair confirmed that there was a part that had a possibility of problem regarding the composition around instrument channel port in the time of manufacturing. Olympus confirmed the manufacturing process again and confirmed that the operation for relevant part was conducted in accordance with working manual. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to omsc. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the instrument channel port of the subject device had been loosened. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.